Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Investigation is not complete. Additional info has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. The event code is addressed in the package insert. This is the same event as 1043534-2008-00353. This event occurred in another country. The following dates are estimated. Only the month/year is known: date of event. Implant date. Explant date. Aware of event.